Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte closed luer access device leaked. I would like to send you a report of materiovigilance, from our paediatric haematology department, concerning the dm: bidirectional valve without positive pressure st - ref: (B)(4). Lot number: 4065009. Date de l'incident: on (B)(6) 2024. Details provided by the service: departure from the post at 7 p.m. I notice at the security tour the presence of a sugary liquid that has dripped on the pumps. After analysis of all continuous syringes. I realize that it's the anti-reflux of ketamine that is leaking. No apparent bubbles in the zebulon. Change of zebulon and syringe. Anti reflux put aside.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 opened physical sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. Analysis of the sample showed that a leak was discovered from the top of the septum at the connection that was due to a column tear. Bd determined that the cause of the failure was possibly during the manufacturing process, as this type of damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe or from a sharp edge from adhesive buildup; or during use, as excessive actuations, actuations at the wrong angle or extraneous force on the septum may also result in a tear of the septum. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
No additional information.